Event description:
It was reported, the patient is no longer receiving stimulation after suffering a fall. She is unable to communicate with or charge her ipg. A replacement charger was unable to resolve the issue. X-rays were ordered. The patient is working with her physician to determine the next course of action.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.